Manufacturer narrative:
Initial.

Event description:
It was reported that the user shut off the pump, attempted to charge the ilet on the supplied charging pad for over 30 minutes with multiple power sources, the pad indicator turned green, the device became hot to the touch, and the device would not power on, consistent with a touchscreen not responding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with a component failure affecting the touchscreen and resulting in unresponsive controls. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.